Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Event description:
It was reported that on literature review "stiffness after unicompartmental knee arthroplasty: risk factors and arthroscopic treatment", 22 patients suffered from postoperative stiffness and underwent arthroscopic arthrolysis treatment, after having a primary unicompartmental knee arthroplasty surgery. 14 out of the 22 patients belonged to the study group in which the surgical technique was performed using mechanical instrumentation. 8 out of the 22 patients belonged to the study group in which the surgical technique was robotically assisted with navio. There is not enough information within the study to understand if the 22 patients that suffered from stiffness had s+n devices implanted at that time, because some patients were initially treated with a unicompartmental knee arthroplasty from a competitor manufacturer. The outcome of the patients is unknown. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, 22 study patients required arthroscopic arthrolysis treatment following a uni-knee due to stiffness. Reportedly, 8 patients underwent navio assisted/14 underwent arthroplasty with mechanical instrumentation. There is not enough information within the study to understand if the participants had s+n or competitor devices and outcomes are unknown. Without patient specific medical documentation, no clinical factors could be confirmed to have contributed to the reported event and it cannot be concluded that there was a malperformance of the devices, as arthrofibrosis is a known potential occurrence post joint replacement. The patient impact beyond that which was reported could not be determined. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Some potential probable causes could be alignment, fit/size or wear. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).